Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a tritanium acetabular cup in her right hip on (B)(6) 2017 and in light of worsening symptoms she was taken back for revision surgery to her right hip on (B)(6) 2018. It is further alleged "during the surgery, the acetabular cup was easily removed. The acetabular screws were noted to be "grossly loose." The tritanium cup itself "was wiggling grossly." And dr. Was able "to remove the cup without difficulty."